Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels over 500 mg/dl. The customer did not note any symptoms, but it was treated with manual injections. Customer removed the cannula and noted it was bent, also mentioning he had a lot of scar tissue. Customer was advised he will be shipped new sets once they have them in stock. The device was not returned for analysis.